Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high impedance and thresholds and increased r waves. The device was recaptured and heavy clotting was noted within the distal cup assembly and the ipg.  This was removed with gentle saline irrigation. Repeated attempts to flush the delivery tool with normal saline were met with extreme resistance. It was further reported that the tethers were noted to be tightly bound. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.